Event description:
Admitted to hosp 2/21/97 for weakness, porphyria, deconditioning, elevated wbc with left shift. Venous access port malfunctioning. Right subclavian port removed and replaced on 3/5/97. It was noted there was quite a bit of material within the catheter, there was a long thrombus of material in the catheter.